Event description:
It was reported that the ventilator did not pass the pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not pass pre-use check. The service engineer replaced the o2 gas module which resolved the problem. The ventilator was returned to customer after passed functional tests. The replaced part was kept by the user. No device logs were downloaded/received. As no logs/part were received for investigation, the problem could neither be confirmed nor the root cause determined. Problems with the gas modules can cause an amount of oxygen in the gas mixture that deviates from what is expected. Flow and pressure may also deviate from expectations. Alarms will be activated if the fault occurs during ventilation.

Event description:
Manufacturer's ref #: (B)(4).